Manufacturer narrative:
(B)(4) date sent 12/3/2024 d4 batch #941c92. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst45b reload fully fired. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device's jaws would not open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 941c92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a cholecystectomy the device stayed closed and could not be opened.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. The surgeon cut with scissors under the device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? We have tried everything. Did the jaws eventually open? No. Is the current patient status known? The patient going well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.